Event description:
It was reported that the patient was feeling pain at the device battery implant site following an MRI. It was stated the patient had an accident at her home in which she hit her head and was knocked unconscious. The patient was in the hospital from (B)(6) 2012 due to the accident. A brain MRI was done after the accident, and the health care provider was not aware of the patient's implant. Since the MRI, the patient has felt pain at the implant site that is "bad on occasion and at night it seems to feels worse." It was also reported the patient was "still having urgency and frequency to urinate." The patient was able to adjust the device setting with her patient programmer. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01pde, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).